Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, instability, scarring, and tibial tray loosening at the cement to implant interface. The surgeon noted the tibial tray was loose and the tibia was cut using an oscillating saw to remove all residual cement. Two depuy cements were used during the primary operation. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8309701. Device history review ==> (B)(4)were manufactured per specification and all raw materials met specification. There are no nc¿s or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.